Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down and contrast buttons were sticking and required multiple presses to elicit a response. The patient denied any damage to the buttons but the ok symbol was worn off. The patient confirmed that there was no trauma or moisture to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 2 date of submission 02/21/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Please note that in the incident description the date the patient contacted animas was (B)(6) 2012 not (B)(6) 2012 as previously reported.